Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. Device information is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during home use of the device, there were two events of mild erythema. No patient injury was reported.